Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. During which stroke did the event occur? What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes, if so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge. The analysis found that one device was returned in good visual condition and with an (B)(4) reload present. The cartridge reload was received partially fired. Furthermore, the cartridge deck and one piece sled were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the device is fired, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure at the first firing near the pylorus, with black cartridge, and buttressing, the device did not fire. The device was reloaded with another black cartridge and buttressing the staple lines next to the bougie did not formed. Another device was pulled with black cartridge, without buttressing material and the device was fired near the staple lines that did not form. The device fired fine and the surgeon used sutures to over sew the area. The case was completed with the second device with no patient consequence.